Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 43 mg/dl the day before the call and a blood glucose level of 44 mg/dl on the morning of the call. Blood glucose level at the time of the call was 300 mg/dl, then 341 mg/dl later on. The customer reported that she had a headache. The customer also requested assistance with performing an infusion set change.